Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found kinked and flattened, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects, or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 384 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a new pod was applied.